Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The embolization coil was intact with the pusher assembly and kinked in multiple locations throughout its length. There was blood in the introducer sheath and on the embolization coil. Conclusions: evaluation of the returned device confirmed that the embolization coil did not take its intended shape when advanced out of the introducer sheath. This failure likely occurred due to an error during the manufacturing process. Smart coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hospital staff noticed that a penumbra smart coil (smart coil) did not appear to have its complex shape upon removal from its packaging. This was found prior to use. The physician did not use the smart coil for the procedure and continued the procedure using new smart coils.